Manufacturer narrative:
Pump was received with a blank display due to moisture damage at the electronic assembly. Also, moisture damage was noted on the motor during visual inspection. The pump was received with dog chew marks. Unable to perform operating currents, self test, unexpected restart, rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test due to the blank display. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. Pump received with minor scratched lcd window, cracked keypad overlay, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the base of the insulin pump was damaged. The blood glucose was 100 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.